Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 28 mm promus premier select sent, deformation of the distal end was noted and the balloon was slightly distended distally. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination of the stent found that the first proximal stent row appeared slightly expanded. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The proximal balloon wings appeared to be expanded slightly. Contrast medium was present in the balloon cone. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 28 mm promus premier select sent, deformation of the distal end was noted and the balloon was slightly distended distally. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.